Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomed advised a philips field service engineer (fse) that a patient death occurred, and the nurse reported not hearing alarm from the mx500 monitor. The nurse reported they ID not hear an alarm; resuscitation efforts were made, however, the patient died.

Manufacturer narrative:
Based on the information provided, no product malfunction was able to be identified. A philips clinical specialist (cs) reviewed the available information provided, and found several alarms on (B)(6) 2018 within the reported time of the incident of 6:13 and 6:29; there was no indication on the review alarm screen images of the alarms being acknowledged/silenced. The cs reviewed the configuration file for the monitor, and found that all profiles (including the adult ECG being used at the time of the incident) in the configuration file allow the end user to change the alarm volume down to zero. The changing of the alarm volume setting was not sent to the piic ix to be shown in the audit log; therefore, the cs was unable to tell if the end user had set the alarm volume to zero. If the volume was changed to zero, the monitor would only get visual indications of the alarm and the user would not hear the alarm volume at the bedside. The fse tested the monitor and reported that the speaker had audible sounds, and the monitor operates per philips specifications no parts were ordered and no repair was warranted, and the monitor remains at the customer site. No further investigation is warranted at this time.